Manufacturer narrative:
The patient was born on an unspecified date in 1990. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was reported to be due to poor environment or source of water. On the same day as the onset, the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (doses, routes and frequencies were not reported) for peritonitis. Twenty-one days after the onset, antibiotic treatment was stopped, pd therapy was discontinued and the patient was transferred to hemodialysis. At the time of this report, the patient was not recovered from the event. No additional information could be provided as the reporter declined follow-up.